Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. Visual inspection of the device revealed no damage or irregularities. Visual and tactile analysis noted no irregularities on the shaft of the device. The devices tip is submerged in a beaker and the device is run for a period of 1 minute. The final milliliters that the device withdraws is subtracted from the starting milliliters and the final number is the total that was aspirated. Test result showed that the device did not perform as designed per the test procedure specification sheet withdrawing 18 ml of fluid in the 1 minute time frame. The catheter shaft was dissected to determine the exact cause of the aspiration issues. It was found that the aspiration lumen was occluded with a heavy clot burden from the procedure. Due to the heavy clot burden aspiration issues would occur. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that aspiration was lost. The target lesion was located in the right superficial femoral artery (sfa). A jetstream® xc atherectomy catheter was advanced to the lesion and during the procedure it lost aspiration. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported an the patient's current condition is fine.